Event description:
Customer reported that when using the avive AED, the device audio indicated that it was unable to detect a patient and continued to provide the instructions to place the pads on the patient, despite the customer reporting that pads were placed properly on the patient.

Manufacturer narrative:
Customer initially reported that this device was not able to detect a patient in a past emergency on (B)(6) 2024. Investigation of the device logs on (B)(6) 2024 confirmed the user's observation that the AED played the audio "place the pads on the patient." From the log review, it was revealed that the patient impedance was outside of the acceptable impedance range for most of the events. Most of the readings were in the 236 ohm - 326 ohm range. This indicates that the pad cartridge was attached to the AED correctly, the AED was correctly assessing incoming data, but that the pads were not making proper connection to the patient. This can be due to several factors such as improper pad placement / adherence, debris on the pads, clothing interference, body surface conditions such as wet skin or body hair. The device played the expected audio instructions all correctly and no errors were identified on the device around the time of the incident. The device was returned and further investigated at avive. The pads used in the emergency were not returned and could not be considered in the investigation. Testing was performed and confirmed that the device was successfully able to detect a patient impedance across the range of 25-200 ohms, was able to correctly classify shockable or not shockable, and able to deliver a shock at the correct energy level when applicable. In addition, the device was disassembled and inspected. There were no damages or assembly/pcbas issues identified. The device function as expected and met all essential performance with no issues identified.

Event description:
Customer reported that when using the avive AED, the device failed to recognize the patient connection, and continued to provide the instructions to place the pads on the patient, despite the customer reporting that pads were placed properly on the patient.